Event description:
In the midst of surgery, the laparoscopic grasper (product description: crocodile, sp, erg ta product number sp8364 becton, dickinson and company) came apart inside the peritoneal cavity. The jaw was retrieved with a specimen retrieval bag. The grasper was taken off the field and handed off to the scrub tech. Upon inspection of the grasper, it appeared that the action grasper attachment was broken. The pin that holds the jaws in place was retrieved from the sink where the grasper had been washed after it had been removed from the sterile field. No further pieces of the grasper were found at this time. A portion of the grasper appeared jagged, approximately 2mm, and could not be located. The surgical field was searched extensively and no further pieces were located at this time. The surgeon used normal saline to flush the peritoneal cavity, and the contents of the suction canister were x-rayed. No steel fragments were noted in the suction canister on x-ray. An abdominal x-ray was done in pacu which showed surgical clips that were used for the cholecystectomy and hardware from previous back surgery. Dates of use: 1 year. Diagnosis or reason for use: laparoscopic surgery. Is the product compounded: no. Is the product over the counter: no.